Event description:
The hospital's director of patient safety (dps), reported there was a gap of no data within intellispace event management (iem), for the patient between 2:00 am and 4:12 am on (B)(6) 2021. Which resulted in the patients death.

Manufacturer narrative:
A philips field service engineer went on site to troubleshoot the issue. The fse pulled the audit logs from the event to determine what caused the issue to occur. The patient information center ix (pic ix) logs were pulled. And did not show any break in patient monitoring. The logs showed, that the device in question had been sending reminders to the customer, which were getting ignored and/or silenced for two hours. The iem logs and configuration was reviewed, with philips clinical product specialist (cps) to determine, why the iem logs were not sending reminders to the nurses phones. It was found, that the customers iem was not configured to send reminders. Which would only happen if it was per the customers request. Both iem and the pic ix began sending alerts, once the patients leads were reconnected. The patient was suffering an asystole as the customer reattached the patients leads, which is observed in the logs. The audit logs show that the customer was aware of the patients lack of monitoring. And that no malfunction of the philips system occurred. There was no malfunction of the philips system. Multiple cps's reviewed, the situation and logs. And found, that both the pic ix and iem were operating as intended per their configurations. The customer failed to act on the many leads off reminders that were sent to the central station, despite silencing many of them. The customer was provided with a letter containing the findings of this investigation. No further investigation is warranted. The device remains on site and in use.

Event description:
The hospital's director of patient safety (dps) reported a patient was being monitored with the mx40 on (B)(6) 2021. The patient's leads were connected to the mx40 but the spo2 was connected to another monitoring device. The dps reported there was a gap of no data for the mx40 between 2:00 am and 4:12 am on (B)(6) 2021. Additionally during this time, the nurse did not receive a notification via iem. The event resulted in the patient's death.